Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions e200 error and the front panel light-emitting diode blinking would likely be a defective limit switch of filter turret. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found that error 200 was displayed on the monitor and the front panel was blinking due to defective limit switch of the filter turret. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the visera elite xenon light source error 200 displayed on the monitor, and the front panel was blinking. The issue occurred during maintenance. There were no reports of patient harm.